Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events: 6 events were reported for this quarter.   Product return status: 6 devices were received for evaluation.   Evaluation status: 2 reported events were confirmed during testing. - 2 devices were found to be affected by corrosion. 3 reported events were not confirmed during testing; however: - 3 devices were found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications.   Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.